Event description:
It was reported that the patient had this artificial urinary sphincter (aus) replaced due to infection and urinanry fistula. A surgery will be performed for a new aus implant. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had this artificial urinary sphincter (aus) replaced due to infection and urinary fistula. A surgery was performed to replace the device. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B5: describe event or problem has been updated.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. D10: concomitant product/therapy has been updated.

Event description:
It was reported that the patient had this artificial urinary sphincter (aus) replaced due to infection and urinanry fistula. A surgery will be performed for a new aus implant. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had this artificial urinary sphincter (aus) replaced due to infection and urinanry fistula. A surgery will be performed for a new aus implant. There were no additional patient complications reported.